Event description:
Customer reported two leak events when using the coulter lh 500 hematology analyzer. There was a leak of clear fluid from the rinse cup in open vial, secondary mode. A second leak was found below the bellows that appeared not to be draining fully. Also the customer found about a drop of crusted blood on the counter top under the main needle cartridge which continued to build up. The customer was wearing gloves, labcoat and glasses. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument. The fse found the bellows were corroded and that the rinse block was not going past the tip of the probe. The fse replaced the needle assembly and adjusted the probe and rinse block (rb1) to resolve the issues. Failure mode was identified: corroded bellows and rinse block (rb1) needed adjustment. The failure mode identified, rb1 adjustment, is likely to generate erroneous results for all parameters in secondary (manual) mode due to carryover from insufficient rinsing of the aspirate probe. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).